Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The peritonitis event was manifested by abdominal pain. The patient was not hospitalized for the event. Treatment for the peritonitis event was unknown. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.